Event description:
In 2006 the lay-user/patient contacted lifescan alleging that her one touch ultrasmart meter was having a date/time issue. The medical affairs specialist (mas) mailed a letter to the patient 6 days later since she could not be reached by telephone. The patient noticed that the meter would keep asking her to set the date/time although she had already done it before. The patient mentioned that she has been in and out of the hospital since the meter issue began. However, the patient indicated that the meter did not cause her hospitalizations. The patient reported that she received medical treatment. It would have been helpful to know the following information: when the date/time issue occurred on the meter, if the patient stopped using the meter due to the date/time issue, if a backup meter wasused, and what readings she obtained on the meter during the issue. In addition, it would have been helpful to know why she was taken to the hospital on each occasion, if she developed symptoms or suffered an injury due to the meter issue, and what medical treatment she received. A week later the patient called back in response the letter that was mailed to her by the mas. She indicated that on an unspecified day during the week of february 2006, she tried testing herself but was unable to do so since the meter would turn on and the shut off. She described the screen as just "fading away." During that time, the patient felt as though she was starting to get low blood glucose symptoms and felt "tired." Due to how she felt, the patient went to the hospital where she got a blood glucose reading of '31 mg/dl" using an unspecified medical device. The patient was treated with glucose via IV. She was discharged the same day. The patient admitted to using her insulin pump as prescribed the day of the event. She does not take any other medications for her diabetes.